Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring button error alarm. The customer¿s blood glucose was unknown at the time of incident. No button error troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed self-test and displacement test. Unit was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm noted during testing. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube.